Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital due to infection. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. A device history record review was completed and documented that device met all specifications upon distribution. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Blood temperature can be verified by various methods. Patient parameters should correlate with the patient¿s clinical manifestations. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that inaccurate blood temperature reading of 38 degrees c was indicated during use. The expected blood temperature was 36 degrees c. The catheter was exchanged and 36 degrees c blood temperature was indicated. The patient was not treated based on the incorrect value. An error message was not confirmed. There was no occlusion, leakage or kink noted in the catheter. The value was not affected by the patient condition. Patient demographic information requested but unavailable. There were no patient complications reported.